Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the latch was broken (cracked in half, plastic piece). This latch holds the centrifugal disposable head to the manual drive unit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr completed preventative maintenance (pm) on the unit. With the exception of the broken retainer, the sys is operating to MFR's specs. The fsr supplied the user facility's biomedical engineer (biomed) with the replacement retainer and add'l spare parts per his request. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.